Event description:
Pump declared a cartridge change error was reported. There was no reported impact to the customer¿s blood glucose level. Technical support instructed the caller to discard the damaged cartridge and assisted in filling a new one. The caller successfully completed the load process and resumed insulin delivery. Caller was advised to monitor system performance, and no cartridge replacements were necessary.